Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "sliding mechanism not smooth/kept catching while trying to advance" during implantation in left eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. The bevel selector was observed to be broken but still partially attached to the injector. Slider resistance is unable to verify since testing could not be performed as described in the sample investigation. Slider resistance is unable to verify since a functionality test cannot be performed due to the condition of the injector. The bevel selector was observed to be broken but still partially attached to the injector. The complainant did not report the damage observed to the bevel selector and it was determined that the condition of the sample upon receipt is likely due to complainant handling. No further evaluation of this damage is required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "sliding mechanism not smooth/kept catching while trying to advance" during implantation in left eye. Surgery was completed with backup device. No eye injury reported.